Event description:
Clinic notes dated (B)(6) 2013, were received, which indicate that the patient had two seizure in june on separate days and then had five total seizures on (B)(6) 2013 in one day, followed by one each on separate days. The notes indicate it is difficult to control the epilepsy with a flurry of seizure in (B)(6). The physician interrogated the vns device and found that the intensified follow-up (ifi) indicator was seen. The physician stated that he thought this might be the reason why the patient had some breakthrough seizures. The signal frequency was decreased to 20 hz. The medications were left the same. The physician is considering referring the patient for vns replacement. No other information was reported. Surgery is likely, but has not occurred to date.

Manufacturer narrative:
Explant date, corrected data: follow-up report #01 did not include the explant date. Report source, corrected data: follow-up report #01 did not include company representative as report source.

Event description:
Additional information was received stating that the reported increase in seizures was close to pre-vns baseline levels. The vns patient underwent generator replacement surgery on (B)(6) 2014. The explanting facility discarded the explanted generator; therefore, no analysis can be performed.